Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service team indicated that the adhesive around the light guide (lg) lens had wear. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of wear of the adhesive around the light guide (lg) lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.